Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issues was verified while the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Additionally, it was reported that multiple malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.